Event description:
It was reported that a uv flash transfer set did not properly spike when a customer tried to change a bag. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of connection issue. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The cause of the reported connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.